Manufacturer narrative:
The field reported events of failure to capture, high pacing impedance, and noise were not confirmed. As received, only the distal end of the lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of damages occurring at the time of the procedure.

Event description:
New information received indicated that the right ventricular (rv) lead was capped and replaced on (B)(6) 2023. Elevated pacing lead impedance, elevated capture threshold, and oversensing noise were observed on the ventricular channel. The patient was asymptomatic.

Event description:
It was reported that a possible loss of capture due to high impedance was observed on the right ventricular (rv) lead. The lead has been steadily rising since march 2020 and has reached the outputs at their max and are not capturing. The patient was asymptomatic. No intervention was performed at this time.